Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). I have received a negative result for one of my children, only to end up at an urgent care where they tested positive within a 24 hour period.